Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the exact date of death is unknown, as such, field b2. Date of death has been populated to (B)(6) 2024 as best guess. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® sf nav uni-directional catheter and the patient experienced pleural effusion that resulted in patient death. It was reported that an intermittent chest patch sensor error (error code 1007) was displayed on the carto 3 system. The caller noted that the patient had a pacemaker. They replaced the chest patch cable and the issue was resolved. The procedure continued. It was also reported that a catheter temperature error (unknown code) was displayed on the smartablate generator. They set the power to zero on the smartablate generator, removed the catheter from the patient, checked the catheter for char, flushed the catheter, and reinserted the catheter into the patient but the issue persisted. They replaced the reprocessed cable and the issue was resolved. Procedure was completed. Then it was reported that the patient passed away sometime over the weekend following the procedure. Unable to confirm if the patient passed away on may 25 or may 26. The caller became aware of the patient's death on (B)(6) 2024. Additional information was later received indicating pleural effusion had occurred following the procedure and the patient passed away due to the pleural effusion. The patient was old and sick. No further information regarding the death of the patient was provided. There were no issues related to flow on the catheter. The physician instructed the nurses to set the power to 50watts and the time to 20seconds. No char/coagulum/thrombus/clot was documented during the procedure. The patient was anticoagulated, believed the activated clotting time (act) practice for this particular physician calls for an act to be run every 20 mins or so, and this practice was maintained throughout the case.